Event description:
The manufacturer received information that a trilogy 202 ventilator was reported to have failed product verification testing (pvt) during preventative maintenance and the technician was unable to complete device testing. There was no patient involvement, and no harm or injury reported. During the evaluation the ventilator failed the product verification test for " verify o2 sensor". The technician recommends the oxygen blender module printed circuit board will need replacing to address the issue. The system does not meet the specification for the performed service and is not returned to use. A quote for a fixed price bench repair will be sent to the customer. A follow-up report will be submitted when additional information is received.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information that a trilogy 202 ventilator was reported to have failed product verification testing (pvt) during preventative maintenance and the technician was unable to complete device testing. There was no patient involvement, and no harm or injury reported. During the evaluation the ventilator failed the product verification test for " verify o2 sensor". The technician recommends the oxygen blender module printed circuit board will need replacing to address the issue. The system does not meet the specification for the performed service and is not returned to use. A quote for a fixed price bench repair will be sent to the customer. A follow-up report will be submitted when additional information is received. New information: during the evaluation the ventilator failed the product verification test for " verify o2 sensor". The remote service technician recommends the oxygen blender module printed circuit board will need replacing to address the issue. The system did not meet the specification for the performed service and was not returned to use. A quote for a fixed price bench repair was sent to the customer. No repairs will be made to the device per the customer's request, and the device will be scrapped. Box h coding is updated.